Event description:
It was reported that a malfunction alarm known as "malf 0" occurred, which was initially non-resettable by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Customer technical support provided information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.